Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the unspecified bd device with needle experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip this event occurred 2 times. The following information was provided by the initial reporter: translated to english. "It is reported the customer experienced leaking and splatter. (B)(6) website has recently uploaded reports that they have received since june 2020. We do not know for sure if any of these reports have been previously filed through our regular reporting system. The event was pulled from (B)(6) medical devices online databases

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. H3 other text : see h.10.

Event description:
It was reported the unspecified bd device with needle experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip this event occurred 2 times. The following information was provided by the initial reporter: translated to english. "It is reported the customer experienced leaking and splatter. Health canada website has recently uploaded reports that they have received since (B)(6) 2020. We do not know for sure if any of these reports have been previously filed through our regular reporting system. The event was pulled from ¿health canada¿s medical devices online databases¿